Event description:
It was reported that a xia titanium connector fractured post-operatively. The patient has been revised.

Manufacturer narrative:
Visual inspection: visual inspection confirmed that the returned cross connector was fractured. Material analysis: the analysis confirmed that the connector experienced fatigue fracture. No material or manufacturing defects were observed on the surfaces examined. A review of the device history was performed and there were no relevant manufacturing issues identified as all units met stryker specifications. A review of the complaint history records was performed and there were no similar complaints identified. Per surgical technique: extended connectors are used to facilitate distraction between two adjacent rods therefore restoring spinal segment height. When using an extended connector, the uncut ends of the rod should be inserted into the connector. Also, it is important to keep the rods straight along the length of the extended connector for proper insertion. Once implanted, the implants are subjected to stresses and strains. These repeated stresses on the implants should be taken into consideration by the surgeon at the time of the choice of the implant, during implantation as well as in the post-operative follow-up period. Indeed, the stresses and strains on the implants may cause metal fatigue or fracture or deformation of the implants, before the bone graft has become completely consolidate. Most probable cause of the reported event was determined to be fatigue on construct over time.

Event description:
It was reported that a xia titanium connector fractured post-operatively. The patient has been revised.